Event description:
The customer experienced an iris too large errors during a patient case. This malfunction my have resulted in a possible aro. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board and the collimator were replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.